Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured july 9-10, 2025. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested leak have occurred. Further inspection shows leak was coming slowly out at the solvent bonding junction of the tubing and stressmember near the fill port area. The tubing and the stressmember diameter measurements were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused slow leak. The reported condition was verified. The cause of the condition was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.